Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(4) 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was peeling from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was peeling from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling from the device, which contributed to the event. The device was not being used for patient treatment upon the event occurrence. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, there is one event registered for the issue of paint peeling on powerled and hled surgical lights which led to the serious injury. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of paint peeling is moderate. A root cause analysis was performed by subject matter experts and it was concluded that maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 catalog # field deems required. This is based on the internal evaluation. Previous d4: catalog # ard568422010c. Corrected d4: catalog # ard568350939/ard568350931.

Event description:
Manufacturer's reference number (B)(4).